Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device stopped sealing after 1 hour of use. There was no injury.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2016. Date of follow-up report: 01/29/2018. Evaluation summary: one lf1737 ligasure device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found excessive eschar within the jaws. The reported condition could not be confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made with visually acceptable results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. The instructions provided with this device lists recommendations for optimal tissue sealing. It also cautions the user to keep the instrument jaws clean. Build-up of eschar can reduce sealing/cutting effectiveness. If information is provided in the future, a supplemental report will be issued.